Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per iso10993 prior to release.

Event description:
It was reported the patient experienced an allergic reaction, irritation and infection to the adhesive glue of 22 pods. All 22 pods were from the same lot l45702. The pod reportedly failed to adhere causing hyperglycemia. The patient's hyperglycemia was treated by a healthcare physician. The skin lesions reportedly began healing after 15 days.